Event description:
It was reported that the patient presented in clinic for unrelated procedure. The right ventricular (rv) lead was dislodged, had no sensing, and no capture threshold. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Update to h6 codes device is pending analysis.

Event description:
New information notes device was returned.

Manufacturer narrative:
Additional information: update to h6 codes to include retraction problem of helix. D9 includes return date of (B)(6) 2022.

Event description:
New information notes helix retraction issue.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, failure to sense and a helix mechanism issue. A complete lead was returned in one piece. The helix mechanism issue was confirmed. Visual and x-ray testing found the inner coil was over torqued. The reported event of failure to capture and failure to sense were not confirmed. Electrical testing found no anomalies. All damages found are consistent with procedural damage.